Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the pump's black box data from the date of the event had been overwritten. A load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge reached 50 units. A force sensor calibration check failed. The force sensor was removed and the resistance value was found to be out of specifications. Contamination was found on force sensor plate.

Manufacturer narrative:
Follow-up #2; (B)(4) 2017.